Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was difficult to place. It was also noted that the patient experienced phrenic nerve stimulation caused by the right ventricular (rv) lead. The rv lead also exhibited high impedances. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.